Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure on (B)(6), 2006. According to the complainant, the patient presented with complications of pain, stress urinary incontinence, and erosion of bodily tissue (date/s of onset and specifics unknown) all other information, including the patient's current condition, is unknown and reportedly unavailable.